Event description:
Related manufacturer reference number: 2017865-2023-23734. It was reported that patient pacemaker exhibited under sensing, and it was noted that some electrogram (egms) were not visible. It was also found that patient's right ventricular lead exhibited low, out of range pacing impedance. No intervention was performed. There were no patient consequences.